Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of abdominal pain which required hospitalization. There is no documentation indicating a device malfunction caused or contributed to the event. The patient¿s adverse event is most likely related to user error as reported by the peritoneal dialysis (pd) nurse. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported abdominal pain remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) made a service call requesting a replacement cycler because they were in the hospital due to abdominal pain. The patient stated that they got air in their stomach occurred during ccpd treatment. The patient stated that there were no machine alarms during ccpd treatment. Follow-up with the patient¿s peritoneal dialysis (pd) nurse indicated that user error contributed to the patient event. The patient disconnected from the heater bag and connected to the supply bag causing the air and pain in their stomach. The pd nurse stated that the patient continued pd therapy while hospitalized (unknown product; treatment details). Further details surrounding the patient¿s hospital course are unknown.

Manufacturer narrative:
Correction: occupation. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.